Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose was 132 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.